Event description:
Patient used a new bottle of walgreen multi-purpose, no rub contact lens solution to clean and disinfect his lenses. When he put in his lenses, the left eye was burning, pain, and subsequently, the vision was blurred. He removed the lens, and continued to have these symptoms. After several more hours, the vision was more impaired, and the pain increased. He was seen after hours by a cornea specialist, who said his epithelial layer of his cornea had been damaged and subsequently sloughed off causing the vision problem and pain. Dates of use: 2008. Diagnosis or reason for use: contact lens cleaning and sotrage.